Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the sys controller and the user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would intermittently enter a continuous restart mode. No other functions were available when the device was in this state. There was no pt use associated with the reported failure.